Event description:
The device was originally displaying a charge-pak icon. The customer replaced the charge-pak; however, it was then reported that the device had all three icons on display. The reported problem is indicative of a device that will not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified. The digital pcb assembly was removed, and after further evaluation it was observed that there was a potential lockup issue. The log files showed common indicators for a lockup failure. The root cause of the reported failure was not determined.